Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead showed very small undersensed p waves. It was noted that the patient was in atrial fibrillation (af). The atrial lead remains in use. No patient complications have been reported as a result of this event.